Event description:
On (B)(6) /2012, the lay user/reporter contacted lifescan (lfs) on behalf o f the patient alleging the patient's onetouch ping meter was powering off during use and was not powering on when the patient tried to test. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:45pm, the reporter stated, the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated the patient did not making any changes to his usual diabetes management routine on the day of the alleged issue. The reporter denied the patient developing any symptoms. However, on (B)(6) 2012 at 6pm, the patient was advised by a healthcare professional to disconnect the insulin pump until the issue was resolved. The patient reported on (B)(6) 2012 at 7:15pm, a reading of "180mg/dl" was obtained on a back up onetouch ultramini meter. At the time of troubleshooting, the cca educated the patient on the meter's behavior and the auto shut off function, the alleged issue remained unresolved. The cca confirmed the subject meter's battery did not need to be replaced. The cca noted this was the first time the meter had been used and there was no misuse of the product. The patient was found to be using the correct test strips. When the power button was pressed, the meter turned on, when the subject test strip was inserted, the meter turned on. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment indicating that a serious injury occurred. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (02/07/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was found to have a defective u5 processor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k082590.